Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had a battery depletion (bd) error. It was noted that the battery longevity had dropped from 24% to 11% within four months and beep tones were heard. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Currently, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had a battery depletion (bd) error. It was noted that the battery longevity had dropped from 24% to 11% within four months and beep tones were heard. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Subsequently, this device was explanted and replaced with a new device. No additional patient adverse effects were reported.